Manufacturer narrative:
(B)(6). Concomitant medical product: persona tibial articular surface provisional, cat#: 42527000505 lot#: 62233924; persona tibial articular surface provisional, cat#: 42527000303 lot#: 62604993; persona tibial articular surface provisional, cat#: 42817000505 lot#: 63110362; persona tibial articular surface provisional, cat#: 42517000410 lot#: 62337961. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05550, 0001822565-2017-05551, 0001822565-2017-05552, 0001822565-2017-05554, 0001822565-2017-05555.

Event description:
It was reported that there were broken tibial articular surface provisionals found in a bin at the warehouse. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.